Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they went to the emergency room on (B)(6) 2019 with a blood glucose of 22 mg/dl; however, their blood glucose had been low for the past three prior to the incident. The customer was 117 mg/dl at the time of the call. The customer was treated with food and glucose. The customer experienced symptoms such as loss of consciousness; the customer had been found on the floor of their living room. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.